Event description:
Per e-mail, "escape of liquid by the luer lock adapter connected with the intravenous pt catheter." "The leakage occurred in the six first hours device was in use. The pt's were neonates and they didn't die."